Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the tray cracked and seal compromised.

Event description:
Complaint description: during inventory inspection, the tray was found broken.

Manufacturer narrative:
(B)(4). The customer returned one unopened kit for evaluation. Visual examination revealed the tray was broken near the guide wire placement. The crack in the tray compromised the sterile barrier. A device history record review was performed with no relevant findings. The customer report of a broken tray was confirmed by complaint investigation. The tray was broken adjacent to the placement of the guidewire, risking a sterility breach. Based on the sample received, this defect was likely caused by shipping and handling. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
During inventory inspection, the tray was found broken.